Event description:
It was reported that the patient received inappropriate shocks. The egms were reviewed. It was suggested that the lead was possibly fractured and was causing the inappropriate shocks. The noise could not be reproduced. The lead was explanted and disposed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.